Event description:
Per the clinic, the patient experienced infection, exposing the device. The patient was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.